Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving baclofen (500 mcg/ml at 150 mcg/day) via an implantable pump for an unknown indication for use. It was reported a drug related programming error occurred; the wrong concentration was entered. The hcp noticed the patient's concentration was in mg when it was supposed to be in mcg. The hcp did not know the date when the programming error occurred, but thought it was a few years ago when the patient went to the emergency room (ER) and they reprogrammed the pump. They stated it had been the same way ever since. Technical services walked the hcp through reprogramming the pump back to the correct unit of measurement and updating the pump. Troubleshooting resolved the reported issue. There were no reported symptoms. No complications were reported.